Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other : the customer indicated that the actual suspect sample have been discarded, and there is no additional information provided at this time. Therefore, the root cause will not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : reported device has been discarded.

Event description:
It was reported to vyaire medical that the nebulizer with air entrainment is leaking. At this time, there is no information regarding patient involvement associated with the reported event.